Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the device was loaded onto the egiauxl normally and fired successfully. As the instrument was being removed, a small, yellow (size of the head of a pin) particle was noticed in the pt. The particle was not captured. Particle appeared to have come from and been a part of the shipping wedge. The procedure continued without further incident. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.